Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone insulation on the hemopro jaws separated upon insertion into the cannula. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone boot of the cold jaw had multiple cracks and was detached from the tip of the jaw. In addition, there were signs of heat activity on the jaws. We cannot conclusively determine the cause of the experience that was reported, this problem is consistent with the failure to follow the IFU recommendation: "ensure the hemopro jaws are closed prior to insertin through the vasoview harvesting cannula." Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).